Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 100% to 50% shortly after disconnecting the pump from charging. Blood glucose level was 148 mg/dl.